Manufacturer narrative:
Intuitive surgical, inc, (isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed during procedure. No arcing was observed, there was no injury to the patient, and there was no damage out of the ordinary when the instrument was inspected prior to use. According to the surgeon it is unknown what caused the thermal damage to the instrument and there was no instrument collision with an energy instrument during the procedure. Additionally, they said that it was unknown when the tip was missing. He said that there was no possibility that it would remain in the patient's body. It was speculated that it was missing at some point after it was taken out of the body. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blades broken at the tip . A piece approximately 0.0590" x 0.0.0295" was found to be broken off. The broken piece was not returned. The complaint regarding concern about chipping due to carbonization at the tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had carbonization at the tip, the customer returned it concerned about the tip chipping. The procedure was completed with no reported injury.